Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three (3) events were reported for this quarter. Three (3) devices were received. One (1) event was duplicated during testing; the device was found to be affected by corrosion. Two (2) device evaluations are in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device overheated. Two (2) events had no patient involvement; no patient impact. One (1) event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received. 2 events were duplicated during testing. 1 device was found to be affected by corrosion. 1 device was found to be affected by corrosion and shattered bearings. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device overheated. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.